Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of feeling pain when he uses his laptop or cell phone. Reports that he has discussed this with his physician and was told this is due to a possible micro-dislodgment. Boston scientific technical services referred the patient to physician to discuss further. No further action taken. Remains in service. No adverse patient effects were reported.